Event description:
It was reported that a malfunction alarm occurred. The blood glucose level was at 59 mg/dl, which is within the normal range. The customer received instructions from technical support on how to reset the pump, as the malfunction code was resettable. After resetting, the malfunction did not recur, and the customer was informed that they could continue using the pump.